Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported in a literature article titled ¿delayed height loss after kyphoplasty in osteoporotic vertebral fracture with severe collapse: comparison with vertebroplasty¿ that a total of 46 patients underwent kyphoplasty and vertebroplasty surgery. Post-op, cement leakage identified in total of 15 patients after x ray review.